Manufacturer narrative:
Correction b5: additional information received reports that the device longevity meets/exceeds the expectations of the physician. Therefore, this event is no longer reportable.

Event description:
Additional information received reports that the device longevity meets/exceeds the expectations of the physician. Therefore, this event is no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address this issue.